Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the cordless driver 3 ran without user activation after the trigger was released. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event was not duplicated and no other failure was detected during the device evaluation. The device was returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the cordless driver 3 ran without user activation after the trigger was released. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.